Event description:
It was reported that the right ventricular lead had fractured. No patient symptoms were reported. The lead was replaced. The patient was noted to be in good condition following the procedure.

Manufacturer narrative:
(B)(4).